Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with two leads from the same lot. It was reported the pt was not receiving effective stimulation coverage. A lead diagnostic showed invalid impedances. The pt's percutaneous leads were explanted to be replaced with a surgical lead. An sjm rep was not present during the explant procedure. F/u identified that on (B)(6) 2013 the pt was re-implanted with a surgical lead and effective stimulation was captured post-operative.